Manufacturer narrative:
Correction: please retract this report 2017865-2026-03577, the same issue was previously reported as 2017865-2026-03576.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead helix failed to retract. This lead was not used, and an unknown issue was noted on another rv lead. This lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.